Manufacturer narrative:
Block e1: initial reporter state/province: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft broken. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the proximal section or bladder pigtail was detached. The suture string was returned loaded in the bladder pigtail section detached. No other issues with the device were noted. The reported event was not confirmed. Based on the product conclusion, the stent was returned with the suture string loaded in the bladder pigtail section detached and out of the original pouch. The customer could have perceived the pigtail detached as a stent shaft break. Therefore, the failure found is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices involved during procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used in a ureteral stent implantation procedure performed on (B)(6) 2020. According to the complainant, when the physician unpacked the percuflex plus ureteral stent, it was found fractured. The procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter state/province: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used in a ureteral stent implantation procedure performed on (B)(6) 2020. According to the complainant, when the physician unpacked the percuflex plus ureteral stent, it was found fractured. The procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.